Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Physician elected to downgrade the patient to a pacemaker. The defib portion was capped and the sense/pace portion was left active. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.